Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that angina occurred. In (B)(6) 2026, the patient presented to the emergency department with symptoms of chest pain and elevated cardiac enzymes and hospitalized for further evaluation and treatment. Three days later, coronary angiography revealed 80% in-stent restenosis at proximal left anterior descending (lad). The 80% in stent restenosis at proximal lad was initially treated with 3.50 mm nc balloon and followed by treating with a 4.00 mm x 20 mm agent dcb. During balloon inflations, the patient experienced typical angina. The patient discharged from the hospital with dapt.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk analysis: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. Pain (anginal, non-anginal) is known potential adverse event associated with the use of the agent dcb device. The requirement for hospitalization was likely due to the complex nature of the patient condition.

Event description:
It was reported that angina occurred. In (B)(6) 2026, the patient presented to the emergency department with symptoms of chest pain and elevated cardiac enzymes and hospitalized for further evaluation and treatment. Three days later, coronary angiography revealed 80% in-stent restenosis at proximal left anterior descending (lad). The 80% in stent restenosis at proximal lad was initially treated with 3.50 mm nc balloon and followed by treating with a 4.00 mm x 20 mm agent dcb. During balloon inflations, the patient experienced typical angina. The patient discharged from the hospital with dapt.